Event description:
Patient presented with noise on the ventricular channel. The patient received inappropriate therapy as a result. It was noted that this was most likely caused by a minor fracture in the lead. The sense/pace portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
Na